Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced no sound following a head trauma event. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dent on the top and bottom cover of the device and the electrode was severed. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires in the fantail and the large tubing. System lock was verified. The condition of the electrode prevented an electrical test from being performed the device passed some of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection revealed broken wires in the fantail region and in the large tubing; these are believed to have been induced by the reported trauma. It is believed that these breaks caused the loss of sound and high impedance measurement reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction g.3. The date of the initial report is corrected to may 05, 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.